Event description:
The dental professional reported that charging the cordless flossing device it caught on fire. There were no reports of injury or property damage.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.